Manufacturer narrative:
The patient reported that their oxygen concentrator shut off during use, displayed a temperature error despite clean filters, and they received a replacement unit within one day.

Event description:
The patient reported that their oxygen concentrator, inogen one g3 shut off during use and failed to operate. When contacting the patient, they confirmed they experienced shortness of breath and required hospitalization after the incident. The patient indicated the device had been overheating, displaying a yellow flashing light, and both audible and visual alarms were triggered. Although the patient was outside at the time of the event, they had a backup unit at home but were unable to use it during the incident. The patient, who has a history of chronic obstructive pulmonary disease (copd) and uses oxygen 24/7 at a setting of 3, was admitted to the hospital for treatment and observation. The patient has since received a replacement unit within one day and is doing better. However, the chronic condition remains ongoing, and follow-up care is necessary. No ongoing complications related to the adverse event have been reported, and the patient is currently managing their condition without further complications from the event. Troubleshooting the device indicated a temperature error, though the filters were clean at the time.